Event description:
The customer reported that the systems' left monitor which would to black during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the single board computer and the video controller printed circuit boards as well as adjusted the 5vdc power supply. The system was tested and found to be working as intended and put back in service.